Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias (i.e. EKG changes) are known potential adverse events. These issues can be resolved with the implant of a permanent pacemaker. Based on the received information, five days post implant, the issue was resolved with permanent pacemaker implantation. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study. \a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days post implant of this aortic bioprosthetic valve, the patient had several episodes of asystole activity. The physician considered this to be related to the patient's device, and a permanent pacemaker was implanted which resolved the problem. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.